Manufacturer narrative:
H3, h6: the reported 4.5 twinfix ultra pk, used in treatment, will not be returned for evaluation. There has been no direct evidence supplied indicating the implanted anchor had any contribution to the reported event. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the risk management documentation, manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. There have been three unsuccessful attempts to obtain clinical/medical documentation. Per communication the re-rupture of the achilles tendon occurred due to accidental fall sustained by the patient after remove the brace without the doctors order. A second procedure was completed and the patient's health status has been communicated as "good". Since no further harm is anticipated, no further assessment is warranted at this time.

Event description:
It was reported that on (B)(6) after a right achilles tendon rupture and a anastomosis, patient healed well and was discharged under general anesthesia. On (B)(6), patient at home did not follow the doctor instructions and removed the brace by himself. Because of this an achilles tendon wound rupture and achilles tendon re-rupture occurred due to accidental fall and a surgical intervention had to be performed. The patient was treated with anti-inflammatory treatment and observation. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.